Manufacturer narrative:
Correction to h6 based on engineering evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imaging report was evaluated and the following was observed: calcification present in sinotubular junction (stj). Tortuosity and calcification are present in the patient's anatomy. In this case, the reported event for balloon leakage was unable to be confirmed as there were no procedural imagery or device returned for evaluation. While no difficulty was reported during tracking of the delivery system through the patient's anatomy or during valve alignment, it is possible that the crimped valve may have physically interacted with the balloon, or the tortuous/calcified anatomy and punctured the balloon during non-coaxial advancement. This may have resulted in the balloon pinhole leakage. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (non-coaxial advancement of delivery system through sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This supplemental report is being submitted to add related manufacturing report numbers and due to edwards lifesciences receiving a voluntary medwatch report. Voluntary medwatch report number mw5157621.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the distal tip of the 14fr esheath+ split approximately 2 cm which was observed on fluoroscopy. The valve was advanced with some difficulty due to tortuous patient anatomy, with no diving was seen on the valve. During valve deployment, the balloon did not inflate. When the atrion handle was pulled back, blood was noted inside the atrion. It was decided to remove the devices. The devices were slowly and successfully pulled back into the distal end of the esheath+ and was removed as a whole. Upon removal of the devices, the commander delivery system was observed to have two pinholes on the posterior side of the balloon. A second set of devices were prepped and inserted with no issues. However, during valve deployment, the balloon ruptured with about 4-5 ml of fluid left in the atrion. The commander delivery system was carefully removed without harm to the patient. Upon removal of the devices, a longitudinal tear was observed on the commander delivery system balloon. The newly placed valve was described on tte as constrained, with one leaflet having minimal movement, so the team post-dilated with a true balloon to ensure full expansion. Paravalvular leak post-dilation was recorded as mild. The esheath+ was removed and observed to be in proper condition.

Manufacturer narrative:
Investigation is still ongoing.